Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was leak in the line of the amia cassette. The leak was further described as ¿leaked all over in the bed¿. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.